Manufacturer narrative:
(B)(4). Baxter medical assessment: since we do not expect further information to be provided, we cannot investigate alternative causes of the bronchospasm. By that we cannot rule out that floseal caused or contributed to the event. (B)(6). This case will be kept on record for trending purposes.

Event description:
Customer reported that patient experienced bronchospasm several minutes after application of floseal. This incident happened about 2 months ago. The doctor stated that there was no life threatening issue, the patient had already recovered and was discharged from the hospital. The doctor in charge refused to disclose any further information about the patient.